Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and showed error message "device not detected on bus". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis module controller (pmc) was defective. A field service engineer powered off device, removed and replaced the pmc with new one. Fse reseated everything, booted up device and logged into device to ensure new board was configured with drawer. Customer logged in to do inventory on medications within drawer 4.1/4.2 to ensure the drawer and cubie pockets opened. The system functioned as intended after the field service engineer repaired the device.